Event description:
A nurse reported that the tip of the "y" connector broke off upon insertion and was stuck in the et tube. The broken piece was retrieved from the et tube without any harm to the patient. No patient injury. Kimberly-clark has no first- hand knowledge of the allegations, but is relaying information received from outside sources puruant to federal regulations.

Manufacturer narrative:
The subject device and catheter portion has not been returned for evaluation. A lot number was not provided and the appropriate device history record could not be reviewed.